Event description:
The manufacturer received information alleging a ventilator required service. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation an alarming indicating a power failure occurred was observed. The device's internal battery was replaced to address the issue. Additionally, preventive maintenance was performed. The muffler assembly, air inlet foam filter, and particulate filter were replaced per protocol. The device's blower assembly, machine flow sensor and fio2 tubing were replaced due to contamination. The device was cleaned and tested and passed all final testing.